Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. During the last occurrence, the customer reverted to manual injections and reported an elevated blood glucose level ranging from 290-300 (mg/dl). The customer was able to load a cartridge successfully and will continue to use the pump as backup insulin therapy.